Event description:
Caller reported being unable to load a cartridge, although they could not recall the specific error message. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl (27.7 mmol/l). Customer technical support reviewed the history for alerts, identified incomplete alerts, and assisted the caller in reloading the cartridge, after which the customer successfully resumed insulin. No further assistance was required, and the issue was resolved.